Event description:
The study aimed to report the clinical outcomes for patients with myval transcatheter valve who underwent transcatheter mitral valve-in-valve (tmviv) replacement in a single tertiary care center in india after 30 days and 1 year. It was concluded that tmviv replacement can be performed safely with a high success rate and a low 30-day and 1-year mortality rate. In the article, there is a mention of using a proglide suture prior to a transcatheter mitral valve-in-valve (tmviv) replacement in the right common femoral vein. There is also a mention in the study of a figure of eight suture being used if additional hemostasis was necessary. Specific patient information is documented as unknown. Details are listed in the article, titled "clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve."

Manufacturer narrative:
B3: date of event is estimated as (B)(6) 2019 as the study ran from (B)(6) 2019 to (B)(6) 2022. D4: the UDI is unknown due to the part/lot number was not provided. Literature attachment: article title: clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.